Event description:
Mfg facility detected an unusual software bug that will allow a user to recline beyond the software set limit. Only certain, limited configurations of tdx chairs with version 1.2.0 or 1.3.0 installed are affected by this software issue. Users still retain full control over the tilt / recline function and can stop the motion as they normally would. No other functions are affected. A specific operation sequence of the seating system is required before the motion described is allowed. No field complaints have been received, no injuries reported. Issue was detected internally.

Manufacturer narrative:
Potential for injury is remote. Manufacturer is planning to upgrade software in the field on all affected units though limited.